Event description:
It was reported that on (B)(6) 2022, the tightening clamp phalange was stripped. There were no patient consequences. Procedure outcome is unknown. This report is for a tightening clamp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a depuysynthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spot table clamp had stripped threads on the spindle and within the knob. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the spot table clamp was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the threads of the device were stripped hence the knob could not be tightened onto the spindle. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the spot table clamp was observed to have the spindle and knob threads in the stripped condition. While no definitive root cause could be determined from the available information, it is probable that the threads of the spot table clamp were stripped due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for table clamp was conducted identifying that lot number bzbag1147 was released in two batches. Batch1: lot qty of (B)(4) units were released on 07 jun 2019 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 14 sep 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.